Event description:
The patient underwent a left ventricular assist device (lvad) pump exchange in (B)(6) 2014. Only the pump was exchanged through a subcostal incision; the inflow and outflow grafts remained in place. The patient was discharged to a rehabilitation facility; where on unspecified later date, the patient experienced surgical wound dehiscence at the subcoastal incision requiring a mental flap closure. Wound cultures were negative and the patient was on prophylactic antibiotics post operatively. On approximately (B)(6) 2014, the patient was readmitted with persistent drainage from an old jackson pratt site superior to the lvad pocket where the omental flap is placed. The driveline site was debrided. Wound cultures continued to be negative.

Manufacturer narrative:
The pump exchange was reported under MFR report #2916596-2014-00881. A correlation between the device and the reported infection cannot be determined. The patient was admitted for driveline infection which may be related to a wound dehiscence at subcoastal incision from a previous pump exchange. Information provided to the manufacturer by the clinical consultant indicated that cultures were positive for vancomycin-resistance enterococci (vre) from pump pocket and sternum. The patient was treated with daily IV antibiotics while discharged home. The patient remains ongoing on vad support with no further related events reported to the manufacturer. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.